Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the minimed mobile application and carelink connectivity had an issue with pairing. Troubleshooting was performed and the issue was not resolved. Advised the customer to force close the minimed mobile application and re-launch the minimed mobile application but force closing the mobile application the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application and the device will not be returned for analysis.

Manufacturer narrative:
The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that the main root cause for the userâ¿¿s pairing problems is supervisor_timeout error returned by the android os. In cases where a supervisor timeout error occurred, connections were considered to be lost. However, after disconnection, the app attempted to reconnect automatically. Any loss of bonding was regarded as a loss of association with the pump, resulting in no further attempts to reconnect. The most likely cause of the disconnect was related to the supervisor timeout error, which could be caused by various factors, including the android device's bluetooth stack implementation features, pump software, radio interference, or an increase in distance between the android device and the pump. The esf number that corresponds to the reported issue is: 3728273. To assist with the resolution of the issue, we informed the helpline that the emui version was the most likely candidate in causing the issue, and that to switch to a different phone until the next emui os version or huawei made a fix. We have made multiple attempts to contact the customer/rep to address the issue, but we have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.